Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the pacemaker was set to an asynchronous mode, however the sensing led sometimes flickered, and intermittent pacing occurred. The epg and patient cable were changed at the same time for a new epg system, the new epg system did not have any abnormality. The epg and patient cable were returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. (B)(4).